Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. An xtw clip was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. The clip was then deployed on the anterior leaflet and chordae. Tr remained at a grade of 5. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported clip caught in chordae was due to procedural circumstances. The reported foreign body in patient and unchanged tr were cascading effects of the reported entrapment of device. The reported patient effect of tricuspid regurgitation, as listed in the triclip g5 system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.